Event description:
Customer reported via phone, the insulin pump has been malfunctioning and she was unable to change the set. Customer's blood glucose was 259 mg/dl, which is normal for her and has treated with manual injections. Customer states the device continues to prompt the customer to rewind and is unable to exit the sequence. Insulin is squirting during manual prime. During troubleshooting customer stated the device alarmed compromised force sensor system. Customer also reported the drive support cap was loose and did press it because it seemed it was going to peel off. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.